Event description:
Unomedical reference number (B)(4). Event occurred in argentina. It was reported that the patient faced an event of bent cannula after using it for less than one day. The site of insertion was buttocks. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
(B)(4).